Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm cadiere forceps instrument was broken. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the physical damage was at the distal end. There were no missing pieces nor any portion of the instrument broke off.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken main tube. No material was found missing. Components adjacent to this broken main tube do not show damage. The instrument was found to have broken flush tube. The flush tube was fully broken at the distal clevis. The instrument was found to have a broken grip cable at the distal clevis. The cable was fully broken. The instrument was found to have a broken pitch cable at the distal clevis. The cable was fully broken. The complaint regarding a broken instrument was confirmed by failure analysis.